Event description:
It was reported that during implant procedure, before this right ventricular (rv) lead was positioned by the physician, the patient started to complain of chest pain and was reassured by the nurse. Then, after the device was successfully implanted and during wound closure, the patient continued to complain and exhibited a blood pressure below than expected. It was decided to perform an echocardiogram and the patient had a drain inserted for a cardiac tamponade due to perforation of the heart wall by this rv lead. The patient was stabilized and continued to be monitored for a while prior to discharge. This rv lead remains in service. No additional adverse patient effects were reported.